Event description:
It was reported that the patient is currently in hospital having experienced myocardial infarction and low blood pressure and reported that their "pacemaker was not working''. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.